Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 the pump time was incorrect by twelve hours, am instead of pm. The patient claimed the pump time setting was correct the previous day, and that she had not replaced the battery. There was no patient injury associated with this issue. However, as the pump time issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: a review of the pump¿s history showed no evidence of a time and date change or time loss. During evaluation, the pump was tested for 120 hours on a 1 unit per hour basal rate. There was only a 9 second time difference after 120 hours. The pump was powered down, after one hour pump was powered up and there was no change in the time difference between pump and internet time reference.